Event description:
In 2013, the patient underwent tha procedure with mdm and accolade tmzf. Then, the neck of the stem has scraped due to the rear impingement. On (B)(6) 2020, the revision surgery is scheduled. Request- please identify based on your investigation what is line of between the polyethylene and the neck, which is on the necked part of the complaint product.

Manufacturer narrative:
An event regarding wear involving an unknown mdm liner was reported. The event was confirmed. Method & results: device evaluation and results: the provided photograph shows a recently explanted accolade stem reduced into mdm poly with 1 cm deep notch at base of superior neck approx. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: undated, unlabelled photo of explanted femoral stem reduced into mdm poly with 1 cm deep notch at base of superior neck approx. 1 cm proximal to trunnion. Undated, unlabelled x-rays ap pelvis, lateral left hip demonstrating a hybrid left tha, reduced, nominal position with a notch at the stem base visible on the lateral x-ray. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no dated serial x-rays. Implant photo and x-ray confirms impingement defect noted in event description, but insufficient data is presented to create a medical report. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided photo of explanted accolade stem reduced into mdm poly with 1 cm deep notch at base of superior neck approx. 1 cm proximal to trunnion. Unlabelled x-rays ap pelvis, lateral left hip demonstrating a hybrid left tha, reduced, nominal position with a notch at the stem base visible on the lateral x-ray. Explanted device photo and provided x-rays confirms impingement defect noted in event description.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In 2013, the patient underwent tha procedure with mdm and accolade tmzf. Then, the neck of the stem has scraped due to the rear impingement. On (B)(6) 2020, the revision surgery is scheduled.***request***please identify based on your investigation what is line of between the polyethylene and the neck, which is on the necked part of the complaint product.